Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead noise manifested on lead during slow vt episode. Device detected vf due to noise and aborted shock, upon redetection shock was delivered to patient. (B)(6) 2014 - attempts to obtain additional information have been unsuccessful. All available information suggests this system remains implanted.